Manufacturer narrative:
Initial reporter phone: (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis and surgical intervention. During an afib ablation, the physician was performing circumferential ablation of the left veins. At the 27th ablation during qmode+ (4 seconds), the physician noticed what appeared to be a steam pop, with a force of 15g at the 3rd second of ablation. The medical team kept ablating until they reached 42 ablations in the left atrium (la), and the physician noticed an st segment depression. He considered the possibility of a possible embolism, but the heart rate that kept increasing up to 150bpm (beats per minute) and the blood pressure had dropped to 53mmhg (millimeters of mercury). The physician understood these status changes to indicate a cardiac tamponade instead. As a result, he performed a drainage, removing nearly a liter of blood. The procedure was ended and was not successfully completed.

Manufacturer narrative:
D4 primary UDI number has been updated to (B)(4). On (B)(6) 2024, bwi received additional information regarding the event. The patient recovered well and is safely at home. The surgeon found one small puncture in laa (left atrial appendage), where he placed a small surgical point. The surgeon was convinced that a non-audible pop happened because in the ep (electrophysiology) recording system he could see some sharp signals that for him represents /anticipates effusion. Furthermore, the medical team confirmed that they were unable to visualize the flow rate after the end of the ablation. The only related information available to them was the graph that displayed power, temperature, impedance, and force. An ablation was indeed delivered. The irrigation pump set up was also automatic. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was received on the event on 28-may-2024. Event occurred on 19-apr-2024. A transseptal puncture was performed with a brk transseptal needle from abbott. Qdot was used in qmode+. The flow settings for qmode+ are: high flow= 8ml/min, low flow= 2ml/min, pre-ablation flow = 2 sec, post-ablation flow = 4 sec. The pump was not switching from low to high flow during ablation. Generator parameters were temperature control, temperature cutoff 65°c, impedance cutoff 200 ohms, power cutoff 90w. Noted temperature, impedance, and power at the moment of the steam pop were 52°c, 114 ohms, 90w. The perforation was located on the ridge, between the left atrial appendage and the left superior vein. Physician thinks the event happened because of an inaudible pop that occurred when ablating the ridge of the left atrium in qmode+. The patient required extended hospitalization because he had to undergo open-heart surgery during the afternoon of the (B)(6) 2024. After an open-heart surgery, the outcome is now fully recovered. E1. Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31263110l, and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).